Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported the patient started whitening on (B)(6) 2016 and whitened every night until she woke up the morning of (B)(6) 2017 with swollen lips. The patient called the office, at which point she was advised to discontinue use of the kör desensitizer permanently. The patient has stopped whitening, and has took benadryl for few days, but her lips are still somewhat swollen. I informed office that the patient should see her general practitioner to help eliminate any symptoms. Followed up with dental office on 1-24-2017, the patient discontinued use of the kor desensitizer permanently and her swollen lips returned to normal in less than 1 week. She has since resumed whitening without the kor desensitizer, and she has had no further issues.